Manufacturer narrative:
The field service engineer rinsed the system, replaced the measuring cells, and replaced the pinch valves. This issue was resolved after these actions. The investigation could not identify a product problem. The cause of the event could not be determined. This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant test results for 23 patient samples tested on the cobas 8000 e 801 module. Incorrect values from the samples were reported outside of the laboratory. The following assays were affected: the elecsys vitamin b12 immunoassay, the elecsys tsh assay v.2, the elecsys total psa immunoassay, the elecsys vitamin d total gen. 2 assay, and the elecsys probnp ii immunoassay. The reporter mentioned the analyzer generated an abnormal low signal alarm during sample measurement. A system reagent was also noted to be turbid. Refer to the attachment for all patient data. Units of measure were not provided for the b12, psa, vitd, and probnp assays. The reagent lot numbers and expiration dates were requested, but not provided.